Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl. The cause was unknown; however, customer's continuous glucose monitor (cgm) was not available due to customer not starting the cgm session. Reportedly, customer did not manually check bg levels. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 2-3 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.